Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator pacer setting would not get above 100 milliamps. There was no reported negative patient impact.